Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2024 at 2008, a 20meq potassium chloride (kcl) infusion was programmed with interoperability and had infused in 15 minutes although it was intended to infuse in one hour. The routine kcl was hung as a piggyback with an intended rate of 50mlhr. The nurse called the pharmacy, and they changed the large volume pump module (lvp), the pc unit, and the secondary tubing. However, it was mentioned that the event happened again. The nurse then changed the lvp and pc unit again and clamped the secondary tubing halfway to slow down the infusion. The first event happened during the night shift. It was then reported that the patient's potassium was high after the event at 6.8. The day shift nurse mentioned that the potassium was still infusing fast, and that they had continued to clamp the secondary halfway to slow the infusion down. They did not change the tubing. The potassium came back high, and they initially thought that it was not correct which led to the labs being redrawn and it was found that the potassium came back as 6.3. The providers were notified and 80mg of lasix was given to correct it.

Event description:
It was reported that on (B)(6) 2024 at 2008, a 20meq potassium chloride (kcl) infusion was programmed with interoperability and had infused in 15 minutes although it was intended to infuse in one hour. The routine kcl was hung as a piggyback with an intended rate of 50mlhr. The nurse called the pharmacy, and they changed the large volume pump module (lvp), the pc unit, and the secondary tubing. However, it was mentioned that the event happened again. The nurse then changed the lvp and pc unit again and clamped the secondary tubing halfway to slow down the infusion. The first event happened during the night shift. It was then reported that the patient's potassium was high after the event at 6.8. The day shift nurse mentioned that the potassium was still infusing fast, and that they had continued to clamp the secondary halfway to slow the infusion down. They did not change the tubing. The potassium came back high, and they initially thought that it was not correct which led to the labs being redrawn and it was found that the potassium came back as 6.3. The providers were notified and 80mg of lasix was given to correct it.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024 at 2008, a 20meq potassium chloride (kcl) infusion was programmed with interoperability and had infused in 15 minutes although it was intended to infuse in one hour. The routine kcl was hung as a piggyback with an intended rate of 50mlhr. The nurse called the pharmacy, and they changed the large volume pump module (lvp), the pc unit, and the secondary tubing. However, it was mentioned that the event happened again. The nurse then changed the lvp and pc unit again and clamped the secondary tubing halfway to slow down the infusion. The first event happened during the night shift. It was then reported that the patient's potassium was high after the event at 6.8. The day shift nurse mentioned that the potassium was still infusing fast, and that they had continued to clamp the secondary halfway to slow the infusion down. They did not change the tubing. The potassium came back high, and they initially thought that it was not correct which led to the labs being redrawn and it was found that the potassium came back as 6.3. The providers were notified and 80mg of lasix was given to correct it.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.